Event description:
Distal portion (approx 2 1/2 - 3cm) of 12 mm disposable surgical trocar broke off during insertion into the pt's abdomen. 80-90% of fragments were removed. Small portion remained in pt's abdomen.